Manufacturer narrative:
This report is submitted on december 24, 2019.

Event description:
Per the clinic, the patient was explanted secondary to recurrent infections that were treated with oral and topical antibiotics.